Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for a routine follow-up, auto mode switch due to far r-wave oversensing was observed on a real-time egm. Programming changes were made.

Event description:
New information received indicated that auto mode switch episodes were observed due to additional far r-wave oversensing. Programming changes were recommended.

Event description:
Additional information received indicated that another instance of far r-wave oversensing and t-wave oversensing were observed. Programming changes were made.

Event description:
Additional information received indicated that programming changes were made.

Event description:
New information received indicated that the patient was in stable condition when programming changes were made.